Manufacturer narrative:
The electrodes were not returned to zoll medical corporation for evaluation. Instead, zoll evaluated retained samples from the same lot (5025) of stat-padz electrodes (p/n: 8900-4003). Visual inspection, continuity checks, and electrical testing including defibrillation and impedance testing did not replicate or confirm the customer's report. The pads were confirmed to be built to specification and functioned as intended. No trend is associated with reports of this type. It is noteworthy to mention, the x series operator's guide states: preparing the patient for electrode application: the proper application of electrodes is essential for high quality ECG monitoring. Good contact between the electrodes and skin minimizes motion artifact and signal interference. Before applying the electrodes, prepare the patient's skin, as necessary, shave or clip off excess hair at electrode site, clean oily skin with an alcohol pad, and rub site briskly to dry.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged while attempting to treat a 63-year-old female patient weight 211 pounds, the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.